Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored egm, it was noted that the cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were discussed. No further information was available.